Event description:
The surgeon reported that the hand piece, battery oscillator and battery casing was getting hot during his second total knee arthroplasty surgery of the day on (B)(6) 2013. Surgeon mentioned the hand piece was getting warm. The hand piece had just come out of sterilizer and was still warm to touch when the surgeon started sawing. After the procedure the was ran continuously for 10 minutes and did not experience the hand piece getting warm/hot to the touch. No patient injury and no delay in surgery were reported. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.